Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Manufacturer narrative:
Additional information: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. One 4 lesion nt2000¿ pain management rf generator was received for evaluation. The returned generator was opened and electrical overstress condition was observed on the capacitor of the rf control board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure with the patient prepped, a burning smell was noted from the generator during the procedure. A beeping noise was noted and a message stating: "an error has occurred, the patient is no longer connected to the machine" occurred and a smell of an electrical fire was noted. Another generator was used to continue the procedure with no consequences to the patient.